Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube has been found experiencing 3000 occurrences of underfill after use. The following has been provided by the initial reporter: vacutainer tube is not filling correctly, the performance is under filling with around 800microliters. Tested by customer.

Event description:
It has been reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube has been found experiencing 3000 occurrences of underfill after use. The following has been provided by the initial reporter: vacutainer tube is not filling correctly, the performance is under filling with around 800 microliters. Tested by customer.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.